Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states their blood glucose level was 30mg/dl. The customer's most current level was 262mg/dl. The customer treated with novalog. Troubleshoot was conducted. The customer was assisted with pump programing and advised to monitor the device.